Event description:
This is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent. On that same date, the patient received remedial therapy with kefzol (cefazolin) 400mg/l ip 4 times a day. On (B)(6) 2010, the patient received cefazol 125mg po (orally) 4 times a day. On (B)(6) 2010, cefazol was stopped. On (B)(6) 2010, the patient received vancomycin (dose, frequency and route not reported). An end date was not reported for kefzol and vancomycin. The event of peritonitis remained ongoing. It was not reported if extraneal, nutrineal and physioneal continued. The nurse did not provide a causality assessment.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.